Event description:
A healthcare professional reported a presentation titled "the case of the spinning icl". The presentation states that the patient experienced headaches, vomiting, and lens rotation. The lenses were explanted and replaced with lenses of the same length. The patient then experienced elevated iop and pigment dispersion. The lenses were explanted and medication was administered. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).